Event description:
It was reported that a malfunction with code malf 13 occurred with the customer's pump. There was no adverse impact to customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and to put the pump into storage mode before returning it. A replacement pump was arranged to be shipped, and the customer was asked to return the malfunctioning pump using a pre-paid label within 10 days.